Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on 20-feb-2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The infusion set was in use for three to four days, which was against to instruction for use. No further information is available.